Manufacturer narrative:
No problem found with returned car. No evidence of a device malfunction. Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
At the beginning of the pt's first routine hemodialysis treatment on the nxstage system one, the pt experienced itching all over. Benadryl 25mg IV was administered and then again 15 mins later; pt became restless and treatment was ended per physician order and blood returned. Symptoms resolved prior to the pt leaving the dialysis center. Dialysis was resumed next treatment session with new cartridge that had been flushed with 2l of saline and pt was asymptomatic; facility staff continued to flush dialyzer with decreasing amounts of saline prior to each subsequent treatment and now cartridge is primed w/o add'l saline flush; pt remains asymptomatic. No other medical intervention was reported.